Event description:
Bedside rn reported angiomax drip hanging on the patient and drip being titrated according to pttr appropriately. However, the rn noticed that the IV bags had been changed out more often than drip rate would require over the infusion period. Average drip rate 1.15 with highest rate of 2.29 yet the bags had been changed 6 times over a two day period. The bags had over infused between 8 and 18 hours instead of 24. When the rn performing end of shift input and output calculations, she noticed that the bag hung at 1330 was 2/3 gone and immediately notified her supervisor. Angiomax bags issued from pharmacy confirmed and bag changes accounted for in cerner. Pump, tubing and bag sequestered and sent to biomed. The rn also noted that the patient's pttr was rising. No harm to the patient.